Event description:
It was reported that after the procedure when the customer cleaned the stripper, rust was seen. No patient injury reported.

Manufacturer narrative:
Foreign post code (B)(4). Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. Examination of the photograph shows the device is contaminated with what appears to be human matter. The most common cause of rust formation on stainless steel is improper cleaning. Clean residual human matter from instrument using only recommended cleaners with a nuetral ph. Rinse thoroughly to remove all cleaner residues and dry completely. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One slotted tendon stripper was returned for evaluation. Visual assessment of the device identified two issues through the complaint. The first issue identified is the solder joint at the shaft to handle interface is discolored. The discoloration is not rust, but tarnishing of the silver solder. The tarnish is cosmetic only, and has no impact on the safety or function of the device. The second issue identified is voids in the solder joint where the shaft enters the handle.